Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip revision surgery, it was observed that the motor device was leaking oil. The location of the oil leak was not specified. There were no delays to the planned surgical procedure as the device was used to complete the surgical procedure successfully. Therefore, a spare device was not needed. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.